Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patients charger was not coupling with the ipg. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patients charger was not coupling with the ipg. The patient underwent an explant procedure.